Event description:
Complainant alleged that during an internal hosp transport of a patient. The device powered up without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Subsequent testing of the device at the customer's biomed department was unable to duplicate the reported malfunction.